Event description:
It was reported that this right atrial (ra) lead exhibited multiple out of-range impedance measurements over the last six months. Noise on the ra channel was also reported. Technical services (ts) reviewed available device data and concluded the presentation is the classical lead/pg header connection with micromovement in the header causing fretting and thus intermittent spikes in impedance. Additionally, the episode showing noise on the ra channel appears to be external in nature and separate from the ongoing intermittent variability. No adverse patient effects were reported. This ra lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).